Manufacturer narrative:
Quality control (qc) data indicates that qc was within +/-2 standard deviations prior to and on the date of the event. Field service engineer (fse) evaluated the analyzer on (B)(4) 2008. Performed precision pump mod #10044, replacing pump spring. Replaced pinch roller and per pump tubing. Performed mixer speed adjustments. Adjusted ultrasonics and luminometer. Performed verifications. Issue was not resolved. On (B)(4) 2008, the fse replaced precision pump belt and seal. Replaced mixer belt and pulleys. Performed verifications. Issue was not resolved. On (B)(4) 2009, it was identified that a nut on the transducer was touching the brown block affecting the ultrasonics. This was corrected and the customer reported on (B)(4) 2009 there have been no further issues. Root cause was determined to be the hardware issues resolved by field service on 12/31/2008 and 01/02/2009. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and oct 23, 2010 of complaints for add'l reportable events.

Event description:
Customer reported erratic accu tni (troponin I) test results were obtained when using an access 2 immunoassay system. Erratic test results were first identified on (B)(6) 2008 with multiple pt samples. The initial test results were above the normal reference range and below the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. The samples were retested and were in normal reference range. Specific pt results and dates of testing were not provided for all pt samples with erratic results. No erroneous test results were reported outside the lab. No reports of death or serious injury, and no affect to pt treatment as a result of this event.